Event description:
Caregiver states mic-g tube splitting at seam with certain lot numbers involved, requiring multiple replacements with new tube resulting in a stoma with increased granulation, cellulitis with green pus drainage.